Event description:
The commercial team member was notified the patient passed away on (B)(6) 2026. The cause of death was due to lymphoma and was unrelated to the curonix devices.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed. The cause of death was due to lymphoma and was unrelated to the curonix devices. The transmitter assemblies associated with the complaint were not sent to curonix headquarters for engineering investigation. Attempts to recover the device were unsuccessful, preventing engineering from performing an investigation. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the patient's death is unrelated to the curonix device. The provided information does not evidence that the curonix device contributed to the issue (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.